Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), which was included in a recent field advisory, requires intensified monthly follow-up. Reimbursement for these visits was requested. Additional information received states that this ICD was removed from service with a reason of normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.